Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a cause for the gripper actuation issue (single gripper) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The second mitraclip ntw referenced and the steerable guide catheter referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure in the patient with p2/3 flail and grade 4 degenerative mitral regurgitation (mr). The first mitraclip ntw was advanced and the grippers were checked, but only one of the grippers was responding to the gripper lever. This first ntw was removed from the patient, undeployed. Another mitraclip ntw was inserted and had difficulty grasping. Although the leaflet was not in the apex of the mitraclip, it was thought that there was enough leaflet insertion that all the gripper fixation elements were on leaflet tissue by way of measuring leaflet pre and post clip closure. The physician thought this should be stable enough to place another lateral clip to ensure a durable result. After deployment, the clip shifted and lost some of the posterior leaflet, but remained on both mitral valve leaflets. A second mitraclip, an nt, was implanted medial to the ntw clip, but it did not stabilize the first clip. A third mitraclip, another nt, was implanted lateral to the first mitraclip. Mr was reduced to grade 1-2. Right to left flow was noted and the oxygen saturation dropped into the low 80s. An atrial septal occluder was implanted which stopped the flow reversal (right to left) and subsequently, the oxygen saturation improved and returned to 100%. The procedure continued with the implantation of two mitraclip ntws on the tricuspid valve reducing tricuspid regurgitation to grade 1. No additional information was provided.